Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaint against right device. Healthcare professional additionally reported rupture. The device has been explanted.

Event description:
Healthcare professional reported no complaint against right device. Healthcare professional additionally reported rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: weight to spec, crease fold, non-penetrating nick and wear abrasion. Air voids in the gel observed after autoclave cycle. Device is not rupture. Base on the device analysis the final assessment is: no issues found related with the manufacturing process.